Event description:
It was reported that the device exhibited a leakage. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation in used condition. Visual inspection was performed, and the diameter index safety system (diss) input was found to be damaged. The customer complaint was confirmed, and is possible due to the diss input impact, but following repair the device passed testing within specifications. It is suspected that the probable cause of the diss leak was a hard impact to the diss input.